Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.